Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-00438. It was reported the patient decided to have the scs system removed because he complained of more pain from the system than he was getting relief.